Event description:
It was learned that 5 patients with magna valves in the mitral position underwent valve-in-valve intervention after unknown implant duration due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.